Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 558mg/dl which was treated with manual injection and they felt nauseated. Customer reported that insulin pump alarmed for no delivery. Customer states the insulin exited. Advised customer to replace the infusion set and the reservoir. Customer declined troubleshoot for high blood glucose. The product will not be return for analysis.